Manufacturer narrative:
Investigation results the returned reciproc file r40 6/100 25mm 040 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1821400, #1823440 and #1864670 manufactured in 2013). Root causes are not identified. We will track this kind of event and monitor the trend. For information, this product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available.

Event description:
In this event it is reported that a reciproc files 6x file broke during use. The broken part could not be retrieved and further treatment is pending. Further information requested.